Event description:
It was reported that an asymptomatic patient presented remotely with loss of capture on their implantable cardioverter defibrillator (ICD) that caused non-sustained right ventricular oversensing episodes. The ICD was explanted and replaced on (B)(6) 2022. The patient was stable throughout.